Event description:
Literature report of diabetic pt developing methicillin-resistant staph aureus infection after implantation of neurostimulation system. Pt made steady recovery with improvement in clinical symptoms and csf indices, and was discharged after 24 days of hospitalization.